Manufacturer narrative:
See MDR# 1920664-2007-01602 for the intraocular lens used with this delivery device.

Event description:
The haptic bent while inserting the lens into the patient's eye. The lens was removed and replaced.